Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump had a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 150 mg/dl. The insulin pump had not been exposed to a strong magnetic field. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.